Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Neurology reported that they had a vns pt and their system diagnostic test yielded high lead impedance dcdc 7. The last diagnostics performed on the pt's vns were done in (B)(6) 2010 and were reported to be within expected ranges. The pt is not experiencing any adverse events and their generator was going to be programmed off. The pt is being sent to have films taken and their plan of care after that will be decided. Good faith attempts are underway for further details about the reported event.